Event description:
Opened fast cath sheath to use on sterile field, as tech was prepping sheath she noticed the dialator didn't fit through the outer sheath. Product was handed off the field and another one was prepped and used.